Event description:
A discordant, false positive human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension vista 500 instrument. The sample was also run on an alternate instrument, and the results matched. The discordant result was reported to the physician(s), who questioned the result. The patient was redrawn and the new sample was rerun on the same instrument and an alternate instrument, both of which resulted negative. Surgery was delayed while the patient was redrawn and the new sample was tested. There are no reports of patient intervention or adverse health consequences due to the discordant, false positive hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The sample had also resulted positive on an alternate instrument, and the expected result was obtained on the redrawn sample. The cause of the discordant, false positive hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.